Event description:
A distributor in (B)(6) reported that an 900mr026 reusable infant breathing circuit was found to be damaged when they received a shipment of product.

Manufacturer narrative:
(B)(4). Method: the complaint tube was received for evaluation, and photographs were also provided by the customer and were visually inspected for damage. Results: visual inspection revealed that the outer film of the tubing appeared to have been cut with a sharp object. Conclusion: based on our knowledge of this product it seems likely that the damage occurred during packing or handling of the product the reusable tubing is manufactured by smooth-bor plastics in california. Sample leak testing of the tubing is done by smooth-bor during production and again as part of fisher & paykel healthcare's incoming goods inspection. A check of our complaint files revealed that we have only received one other complaint for the 900mr026 tubing in the past 14 years.